Event description:
It was reported that the 100mmhg test fails, 100mmhg±3 is specified, and the actual measured value reaches 1000mmhg. Device did not pass the pressure value test, there was a discrepancy. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6. Codes: updated. The device received was clean in appearance with no physical damage noted. The reported problem of failure of 100mmhg test fails could not be confirmed as functional testing could not replicate the problem on the returned unit. The reported problem could not be confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.